Event description:
During an incident in 2002 involving a patient in cardiac arrest with CPR initiated, this unit was attached and during analyze mode it shut down stating to change battery because of low power. The battery was replaced and the same thing occurred. The crew reports the unit was checked prior to the start of tour. Als arrived and took over patient care. The patient was pronouced at the scene. A family member stated that she had a very large meal and began to breathe fast, then collapsed. The customer's repair tag states: "machine states to change batteries when in analyze mode."